Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2026 wherein the system was explanted to address the issue.

Event description:
It was reported patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.